Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received critical pump error alarm with open book image on the screen. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
During the displacement test, the device was unable to load properly stopping short from where it was supposed to due to signs of previous moisture presence and corrosion on electrical board 1 especially around the battery connectors and the connector between electrical board 2 and electrical board 1. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the load anomaly. Device received with a crack on the battery tube.